Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a continuous glucose monitoring (cgm) inaccuracy occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The receiver was returned for evaluation and passed exterior visual inspection. The receiver charged and booted. Data could not be reviewed as no date ranges were available for the diagnostic chart, egv or meter log. Fingersticks and cgm values could not be calculated. The receiver also passed functional testing. The reported allegation was not found. The reported allegation and a probable cause were undetermined.